Manufacturer narrative:
Corresponding author and associated institution. This MDR is being reported as an individual event type as serious injury due to the medical and surgical intervention to treat the minor wound infections and implant loss due to infection and necrosis. It was not specified if any of the strattice devices were removed with the implant loss complication. Follow up was performed with the corresponding author for additional information, including relevant lot numbers. As per the author, patients with complications were implanted with strattice devices on (B)(6) 2016 and (B)(6) 2016. Strattice lot numbers, onset dates of complications, explant dates and culture results were not known by the author as they no longer work at the institution. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. No further actions are required; a nonconformance could not be confirmed.

Event description:
During a literature review, an article titled "a prospective comparison of short term outcomes of subpectoral and prefectoral strattice-based immediate breast reconstruction" was identified which reported forty patients undergoing immediate adm assisted implant-based breast reconstruction. Twenty-eight patients underwent mastectomy and immediate reconstruction with prepectoral implant placement (prepectoral group) with either complete coverage with strattice or coverage of the upper pole with strattice and the lower pole with dermal sling. Twelve patients underwent mastectomy and immediate reconstruction with subpectoral implant placement and coverage of the lower pole of the implant with strattice (subpectoral group). Procedures were performed by seven consultant oncoplastic breast surgeons. The primary outcome measure was postoperative pain over the first 7 days and secondary outcome measures were patient-reported implant rippling, quality of life at 3 months and early postoperative complications over 90 days. Combined postoperative complications for the prepectoral and subpectoral group in table 2 of the article reported per breast: four seromas, three minor nipple or skin flap necrosis managed with dressings, two minor wound infections requiring oral antibiotics and two implant losses (due to implant infection and necrosis and the other for repositioning of tissue expander).